Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death is unknown. No further information is available at this time.

Manufacturer narrative:
Correction: date of explant should have been (B)(6) 2018

Manufacturer narrative:
Analysis was normal. No anomalies were found.